Event description:
My wife, (B)(6), has total knee replacement (right knee) on (B)(6) 2019. Three days later she had burning sensation and went back to the dr. The dr removed the aquacel surgical hydrofiber dressing and the skin on either side of the incision looked like 3rd degree burns from the dressing adhesive. My wife was in tremendous pain. (Both burning sensation and actual pain). The dr was shocked. He had never seen this before from this dressing that he has used many times. He even took pictures. Because of this he no longer uses this product. He also contacted the MFR (aquacel) and they claimed that my wife was allergic to the adhesive or she bent her knee too much. First of all the knee is supposed to be bent as much as possible after this type of surgery. Also my wife has never had a problem with any adhesive. After contact will the knee care coord and the pt safety director, the hosp sent us a letter stating that they will no longer be using this dressing. After contacting several law firms with no results. It was suggested that we contact the FDA. Thus this post. The dr prescribed ointments which helped very little. Also pain pills which helped very little. My wife hadn't been able to sleep until recently. She also went to a pain specialist and he said that the nerve endings were damaged but were finally healing. My wife's name is (B)(6). Address is (B)(6), phone# (B)(6), email: (B)(6). FDA safety report ID# (B)(4).